Manufacturer narrative:
(B)(4). Review of the radiographs confirms the reported event. The device remains in-situ as the pt is doing fine. There is no plan to revise and the device will not be returned. The device will not be available for eval and cannot be investigated further. Review of labeling notes: warnings, cautions and precautions: "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "...the device can break when subjected to the increased load associated with delayed union or non-union." "...care should be taken to insure that all components are ideally fixated prior to closure."

Event description:
Initial surgery on (B)(6) 2012 consisted of an adjacent segment pedicle screw construct that was implanted at l2-l3. The adjacent segment was and extension of a prior l3-l5 pedicle fixation construct. Pt had lower back pain and the right side l2 lock screw disassociation was discovered at 5 month routine follow-up. The pt is doing well and there is no plan to revise. No injury was reported to have occurred.